Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic for a routine follow up. Upon interrogation, multiple intermittent hv defib impedance measurements were observed. No electrical anomalies were noted. The lead will be further evaluated for integrity.